Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion and a curved opening. A leak test was performed and found three openings. A microscopic analysis identified: striated curved openings on the anterior side assessed as surgical damage and a sharp curved opening on the anterior side in the same location of the crease assessed as a fold flaw opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated curved openings assessed as surgical damage, and a sharp crease opening assessed as a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.